Event description:
The pt was admitted with a ruptured bifurcation aneurysm in the left anterior communicating artery. Three coils [including subject device] were successfully deployed into the aneurysm. Angiograms were taken to confirm the good placement of each coil. The angiogram taken after the placement of the last coil revealed dye extravasation that was considered to be a perforation of the aneurysm. The pt remained stable and the physician administered medication that was reported to help stop the bleeding, no further details were provided. A follow-up angiogram did not reveal any further dye leakage. The procedure was completed and comparison of CT scans taken before and after the procedure did not reveal any apparent "blood swelling" as a result of this event. There was no change in the pt's baseline status post procedure.

Manufacturer narrative:
Additional info was requested from the user facility. Based on the info received the following was determined: that the device was prepared and used in accordance with the directions for use and that there were no anomalies noted to the device prior to use. For no allegation of product malfunction or non conformance contributing of the reported event.